Manufacturer narrative:
The commander delivery system was returned after being used in the procedure, inserted through loader. The balloon was unpleated/unfolded after having been fully expanded during the procedure. There was a slight kink in the balloon shaft due to return packaging. Visual inspection determined the following: · gouges on flex tip face · signs of compression on the distal end of the flex shaft · no other abnormalities observed on the delivery system cine imagery from the procedure was provided by the complaint site. However, only imagery of the native annulus/descending aorta and bav were provided. There were no images of valve alignment, valve movement, or valve deployment from either of the two devices used. From the imagery, it can be seen that there is a curve in the descending aorta. It is possible, although not known, that valve alignment was performed in this non-straight section. Imagery of valve alignment was not provided. Functional testing determined the balloon shaft was able to be pulled to the warning marker and full fine adjust was able to be used without difficulty. Additionally, full fine adjust could be used when the flex tip was off the balloon without difficulty, indicating that there were no issues with the fine adjust mechanism itself. Full flex was able to be performed as well, without any issues observed. No issues were encountered during functional testing, no dimensional non-conformances that would have contributed to the complaints have been found previously and the failure mode has been investigated with determined root cause(s) that do not relate to a dimensional non-conformance. Therefore, dimensional testing was not performed. A device history review (DHR) did not reveal any manufacturing related issues that would have contributed to this complaint. Based on the review of the instructions for use (IFU) and training manual, no deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of complaint data revealed that the complaint rate exceeded the december 2017 control limit for the applicable complaint trend category (¿valve movement on balloon¿). Although the occurrence rate exceeded the december 2017 complaint trending control limit for ¿valve movement on balloon¿, the presence of a manufacturing nonconformance was unable to be determined due to the unavailability of the device. Additionally, a review of complaints and available information (complaint history review) revealed that no product non-conformances or IFU/training manual deficiencies have been identified. As such, a product risk assessment (pra) escalation is not required. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed, as relevant procedural imagery was not provided. However, no manufacturing non-conformances were identified in the returned delivery system. A review of lot history, DHR, complaint history, and manufacturing mitigations supported that a manufacturing non-conformance in the delivery system likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. A review of complaint history suggests that patient or procedural factors may have contributed to the reported valve movement on balloon. An investigation was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. In the investigation, build-up of tension within the delivery system during the procedure (e.g. Via valve alignment in a non-straight section, torqueing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Visual inspection of the flex tip showed gouges of the flex tip face. The locations and directionalities of the gouges on one side of the flex tip are indicative of valve diving into the flex tip. Additionally, the signs of compression on the flex shaft further support that there may have been high alignment force and tension built up during valve alignment. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. Although there was reportedly no ¿critical kinking of [the] aorta¿, what imagery was provided showed that there was a curve in the descending aorta. As such, it is possible that valve alignment could have been performed at a bend, contributing to high alignment forces and tension as described above. The following patient/procedural factors could also have contributed to the valve movement on balloon during retraction of the flex tip: · residual fluid left in balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). · incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta would result in the valve appearing to not be not properly aligned once changing views to visualize the native annulus. Non-perpendicular viewing angle while performing the valve alignment would be most likely contributing factor to this scenario. However, based on available information, a definitive root cause is unable to be determined at this time. An investigation was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. A corrective action/preventative action was previously initiated to document the investigation and drive corrective/preventive actions as appropriate. The complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. No product non-conformances or IFU/training manual inadequacies were identified.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing (device will be returned).

Event description:
As reported by our affiliates in (B)(4), during the 29mm sapien 3 case by tf approach, after retracting the flex shaft, the valve moved 2mm proximal. Despite this, it was attempted to implant the valve. During deployment, the valve opened asymmetrically and landed too ventricular causing paravalvular leak (pvl). It was decided to implant a second 29mm valve (viv). Again, after retracting the flex shaft the valve moved 2mm proximal. However, this time it was managed to implant the valve in a good position and good outcome. The patient is doing well.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-0441. Supplemental report to update the device was returned to edwards lifesciences. The investigation is ongoing.